Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The explanted head adapter will be returned for evaluation. As soon as we have additional information or the investigation result is available, an amended MDR report will be filed. The device history records were reviewed and found to be conforming. (B)(4).

Event description:
It is reported that durom has been implanted in 2006. Patient had pain from the start and eventually implant has been removed. With explantation, approx 500 ml of clear human fluid has been exposed. Durom adaptor shows 2 dark rings at the inside and debris was present.